Event description:
The manufacturers field service engineer (fse) reported that the device performed an unknown restart during normal ventilation operation. The device was being tested, it was not on a patient. The fse was unable to duplicate the problem, but replaced the cpu pcba as a precaution. The device passed all manufacturers required testing.

Manufacturer narrative:
Cpu pcba replaced as a precaution.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of unknown restart (e/c 4) was not duplicated. No fault was found on the returned cpu pcba & sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).